Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they did not like the pump but could explain any issues with it. The customer's blood glucose level was 250 mg/dl at the time of the call. The customer was advised to call the help line for any support the customer may need with the insulin pump's functions. No further information was provided.